Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 2174118. There was one possible non-conformance identified which could have contributed to this reported incident. The non-conformance was related to molding issue. The molding issue was resolved at the time of the discovery. However, without a physical sample or picture sample, we are unable to confirm this relation. If the affected sample becomes available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough review. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
Material# 306572 batch# 2174118 it was reported by customer that sterile syringe appears dirty in intact packaging. Verbatim: we have received the below product problem report. Xxxx ref#(B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report product information product code: 306572 product description: syringe flush 10ml posiflush xs && saline bx/30 p12 lot/serial #:(B)(6) expiry date: 2025-05-31 problem information **cite customer complaint # (B)(4) : sterile syringe appears dirty in intact packaging. Occurrences: 1 ea reporter information reporter name: xxxxxxx reporter position/department: cicu reporter phone: xxxxxx reporter email: xxxxxxxx site information xxxxx sample information incident samples: 1 ea representative samples: 0 no adverse event reported.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.